Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported having their device for five years. Patient asked if they could be having problems with their urine smelling horrible, their back right side be in pain, and an electric shock feeling when sitting or moving a certain way. They are no longer seeing their healthcare provider (hcp) and they are worried something serious is happening to their ins and to their body. The patient said they've been this way for a couple months now and they thought it was a kidney infection, but it wasn't. No further patient complications have been reported as a result of this event.